Manufacturer narrative:
(B)(4). Date sent: 4/10/2023 d4: batch #: unk. Investigation summary: an analysis of the product could not be performed, since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified.

Event description:
It was reported, that after putting the reload inside the clamp. The surgeon closed the clamp on the tissues, but the staples came off without action from the surgeon. No patient consequences reported. No further information is available.